Manufacturer narrative:
Product event summary: analysis was unable to reproduce the error, but errors were found in the log. As a result the software was reconfigured and reloaded. It was also noted that the stylus was functional but the tip was loose, and the system fan was noisy.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported the programmer goes to an error screen when turned on. If turned on/off several times, it sometimes works for a while, but then it goes to an error screen again. The programmer was returned for repair. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.